Event description:
Refrence number (B)(4). Event occurred in hungary. It was reported that, the patient experienced a high blood glucose event that persisted for more than four hours on (B)(6) 2026, during troubleshooting, the patient removed the infusion set and observed a bent cannula, which may have contributed to the elevated glucose. The patient replaced the full infusion set and continued insulin therapy. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: hungary.